Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
The device was returned and the evaluation states that the power switch was defective.

Event description:
Dealer is stating that the unit has no alarm.